Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. No additional information was provided and the customer declined troubleshooting with tandem technical support.